Manufacturer narrative:
Items returned for investigation: syringe tip-unknown fiber items not returned for investigation: sofia flow 5f catheter the sofia catheter was not returned for evaluation. A sharp syringe tip was returned. An unidentified cluster of fibers was returned. The cluster of fibers were sent for ftir testing and were best identified to be polyester based fiber. Ftir testing was also performed on a sample of sofia ptfe liner and engage. Based on these results, the unknown fibers are not consistent with the materials found on the sofia catheter. The polyester based fibers may have originated from surgical towels or surgical drapes used during the procedure; however, this investigation cannot verify the exact environment the device was in at the time of the reported event. The sofia catheter was not returned for evaluation; therefore, this investigation could not determine if a condition existed that would have caused or contributed to the reported event. However, the reported fibers were returned for evaluation. The cluster of fibers were sent for ftir testing and were best identified to be polyester based fiber. Based on this result, the unknown fibers are not consistent with the materials found on the sofia catheter. The polyester based fibers may have originated from surgical towels or surgical drapes used during the procedure; however, this investigation cannot verify the exact environment the device was in at the time of the reported event.

Event description:
See h11.

Event description:
As reported, foreign matter. After the aspiration catheter was unpacked to aspirate thrombus, the catheter was flushed. After that, a heat gun (150 degrees) was used for catheter shaping, and then a foreign object like a fiber was found in the catheter. The catheter was replaced with a new catheter to continue the procedure. Subsequently, the procedure was successfully completed. There was no patient involvement. No patient injury occurred.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The foreign matter is stated to be available for return to the manufacturer for evaluation however the device was discarded. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.